Manufacturer narrative:
Device evaluation summary: device evaluation of belt sn (B)(4) has been completed. As received, the belt failed the therapy electrode (te) recognition test. Upon evaluation, there was an open pulse wire inside the trunk cable. The cause of the test failure is the open wire. The root cause of the open wire is excessive force placed on the cable. No adverse event resulted from the defective belt.

Event description:
Review of service data detected a reportable problem. Belt sn (B)(4) failed the therapy electrode (te) recognition test.